Event description:
It was reported that prior to starting a da vinci si surgical procedure, customer noted that fenestrated bipolar instrument's tips were not aligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be bent, causing side to side misalignment of grips. There was a .107 offset at the tips, indicating overloading at the tip. Instrument passed electrical continuity test. Engineering also observed a frayed pitch cable. Instrument was found with frayed pitch cable at distal idler. No damage found on the pulley or the clevis. Additional observation not reported by site was main insulation tube damage. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.